Event description:
Customer called to report high blood glucose readings due to a bent cannula. The insulin pump did not alarm no delivery. Explained to customer how the no delivery alarm works. Customer understood. Customer stated that she had an emergency room visit. The current blood glucose reading is 542 mg.dl. Customer has treated with insulin pump. Customer complained of headache and vomiting. The blood glucose reading at the time of the event was 305 mg/dl. Diagnosed diabetic ketoacidosis. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.